Event description:
The customer reported via phone call that he had been getting low blood glucose and was not sure if it was his medicine of antihistamine or his pump. Customer stated that last week he had 2 visits from the medics. Customer reported that the issue occurs between midnight and 2 am. Customer did not have this issue prior to a week and a half ago. Customer says the sensor did not go last night when he had a low blood glucose. Customer stated that it took 3 blood tests to get the message to calibrate. Customer was treated by the emergency medical technician on (B)(6) 2015. Customer's wife tried to get him to drink orange juice. Customer performed troubleshooting for the low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.